Manufacturer narrative:
Initial report for internal case number (B)(4). We will be requesting the device to be returned. Risk review: as per (B)(4) madsen astera2 risk analysis. Hazard ID 6.6 cause- mechanical breakage, causing sharp corner, edges or pinch points. E.g. Due to steady force applied on the device. (Hit by something). Effects/harm - minor physical trauma injuries. Severity- 3 (negligible) residual risk 3 (low) and acceptable.

Event description:
The user has informed about broken headphones. He stated that this has happened twice. The first time, causing pain to a patient when placing headphones on her head. The second time was earlier today and it barely bumped the patient's head. No medical intervention was required at this time.

Event description:
The user has informed about broken headphones. He stated that this has happened twice. The first time, causing pain to a patient when placing headphones on her head. The second time was earlier today and it barely bumped the patient's head. No medical intervention was required at this time.

Manufacturer narrative:
No significant health impact or consequence headband hb-8 for tdh39 (part number 1-25-12210) is sent to the customer. Additionally, the customer refused to return the defective part of the device. Risk review: - as per (B)(4) rev 13 - 1066 madsen astera2 risk analysis hazard ID 6.6 cause- mechanical breakage, causing sharp corner, edges or pinch points. E.g. Due to steady force applied on the device. (Hit by something). Effects/harm - minor physical trauma injuries. Severity- 3 (marginal) residual risk 3 (low) and acceptable. This complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. The residual risk is considered low and acceptable.